Event description:
Customer reported that there are occasions when the companion 2 driver's air compressor cycles on even when the driver is connected to hospital wall air. The customer also reported that the companion 2 driver was supporting the pt as expected. This alleged failure mode poses a low risk to the pt, because it does not have any effect on the companion 2 driver's ability to perform its life-sustaining functions. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.